Event description:
The doctor reported that customer was hospitalized due to diabetic ketoacidosis. Customer's low blood glucose was treated. The prime history was checked. Also, during priming the escape button was unresponsive. Battery was replaced, and escape button was still unresponsive.

Manufacturer narrative:
Analysis shows that the insulin pump had unresponsive button due to an open connector in the lcd board which prevented further testing.